Manufacturer narrative:
Inspected 1 open/used sensor with needle separated from sensor base, but complaint against serter.

Event description:
Customer reported he experienced high blood glucose of 408 mg/dl; he treated with the insulin pump. Customer also reported that he had issues with the sensor insertion. Customer stated that the needle hub got stuck in the serter and the sensor was slightly pulled out so he removed it. Customer had blood at the site. He declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.